Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as explants were discarded at hospital. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt wasn't feeling well. Tests revealed (B)(6) infection which was worsening, so the surgeon revised. The stem and bipolar were implanted temporarily to hold the space."